Event description:
It was reported that a shaft break occurred. A synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. However, during the procedure, the stent deployment system snapped, and the tip was damaged. No patient complications were reported.